Event description:
A customer reported an issue with a touchscreen that was unresponsive and frozen, which prevented interaction with the pump screen. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information for a complete pump reset, which the customer performed, and this action successfully resolved the issue, allowing the customer to interact with the pump screen again.